Event description:
Customer reported poor image quality during a case. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, performed a filament calibration, adjusted the entrance dosage, and reloaded software. System operates as intended.